Event description:
It was reported by the customer that the needles were leaking and that the caps were difficult to remove. To remove the cap, the needle must be held tightly, loosening the needle and resulting in leakage. No information was received regarding any serious injury as a result of this product issue.